Event description:
Consumer claims to have been pierced with the inverness ear piercing system on 3/17/99. A few days later her ear was getting red so she tried to remove the earring causing it to become embedded in her ear. She sought medical treatment for removal and was prescribed an antibiotic.